Event description:
It was reported via social media that an unconfirmed patients spinal cord stimulation (scs) device does not work, and that when they would laugh while standing, would lose all feeling in their legs and would collapse.

Manufacturer narrative:
Block b3 date of event: date approximate